Manufacturer narrative:
On 3-nov-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was noted to be pushed into the hub in the photo provided. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001923 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, a picture was received for evaluation following biosense webster's procedures. Device investigation details: according to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001923 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was noted to be pushed into the hub in the photo provided. It was reported that hemostatic valve of the device could not function well for hemostasis during puncture and sheath insertion. Hemostatic valve fails to stop bleeding. Photo attached. Changed another device to complete the procedure. There was not any impact to patient. The hemostatic valve broke/separated. The hemostatic valve (gasket) did break into two or more separate pieces. Air entered the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. No medical intervention was required to stop the bleeding. The air didn't not enter the patient's body. The previous answer regarding this question is a typing error. No air entered the patient's body and no patient consequence. The physician did perform a maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician¿s opinion on the cause of this adverse event was there was no adverse event the patient outcome of the event was fully recovered. Hemostatic valve separation is MDR-reportable.